Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that it did not run at first but then broke free and began running. It was determined that the trigger was jammed and did not always run when the trigger was pressed. Therefore, the reported condition was confirmed. Further evaluation noted that an unknown substance was found on internal components and the triggers magnetic support were worn. The assignable root cause was determined to be due to improper cleaning and/or sterilization processes and/or agents. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the battery handpiece device operated intermittently. During in-house engineering evaluation it was observed that the device did not run at first and then began running. It was noted that the device did not always run when the trigger was pressed, the trigger was jammed, there was an unknown substance found on internal components, and the triggers magnetic support were worn. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.